Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient stated, "this device has never worked right since I got it." The patient further reported, "still having attacks and I have this device in my chest monitoring my heart." The patient was also concerned that transmissions were not being monitored. The device remains active in the patient. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.